Event description:
It was reported to philips that the device experienced a therapy knob failure during operational testing. The unit was discharging the incorrect energy levels based on what the therapy knob had selected. There was no reported patient or user involvement and no adverse patient/user impact.